Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they received a letter regarding a different call from a related event but thought it would be about this event where their ins shortened out and shocked them.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that they had a colonoscopy on the 28th and had a biopsy taken. Patient had turned therapy off before the procedure however afterwards, when patient was trying to check therapy status, they had a difficult time getting the communicator to work. All of a sudden they felt a painful shock and afterwards their leg was vibrating. This was all cleared up that day. Patient was not sure if the shock was coming from the communicator or implanted device. The patient had concerns that the communicator was not holding a charge and also having telemetry related concerns. Agent reviewed external device use and how to view communicator charge level. The communicator was working normally during the call and was charged. Agent recommended the patient follow up regarding shocking related concerns with managing physician and reviewed potential risks of electrocautery which may be used during coloscopy. Additional information was received from the patient. They reported that the communicator was not holding a charge. Determined the patient was misunderstanding the meaning of the orange charging light. Agent reviewed how to use the communicator and check charge level. The communicator was working normally. The patient mentioned they are experiencing memory issues which may be part of the misunderstanding. The patient also wished to respond to a letter they received. The patient stated at times they were still sore/had some pains near the vagina, which is where they felt the shocking sensation, but "nothing got burnt". Agent discussed that patient may have experienced overstimulation from turning therapy back on again after having it off. However, the patient indicated you could hear something had happened and you could smell smoke. Patient was not sure what the cause was. Patient sent their doctor a note about it and spoke to the nurse, but they took no further steps and the patient did not want to make a bigger deal out of it than it was. The communicator serial number was not known because there was a sticker obscuring it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.